Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. However, samples were taken from the current production. The samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. No product sample is available to perform a proper investigation to confirm the alleged defect and determinate the root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges that the adaptor is comes out of the tube when the patient is on ventilation. Customer reports no injury or consequence to the patient.